Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with the use of the device. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the coronary drug eluting device was implanted in the distal right coronary artery (drca) on (B)(6) 2013. The 13 month follow-up visit included diagnostic coronary angiography which identified an asymptomatic 90% in-stent restenosis in the drca. Percutaneous transluminal coronary angioplasty was performed and the xience xpedition stent was implanted in the drca on (B)(6) 2014. On (B)(6) 2015, follow up coronary angiography was performed. Restenosis was identified and treated with a drug eluting balloon. The condition resolved. There was no adverse patient sequela. No additional information was provided.